Event description:
There were three endeavor sprint rapid exchange (rx) drug eluting stents implanted during the index procedure; two in the mid lad and one in the 1st obtuse marginal. At 30 day follow up, pt's worst angina status was reported as I (B)(6). It is reported that the pt expired approx 1 month post index procedure. The cause of death is unk. Autopsy report is not available. Reference MFR report numbers 9612164201101224, 9612164201101225 and 9612164201101226.

Event description:
Additional information received through cec adjudication. Cec adjudicated the death as a cardiac death.

Manufacturer narrative:
(B)(4). Evaluation, results: (death).